Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 83mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter is 21mm-25mm. The length of the aortic proximal neck is 25mm. Neck of the right iliac artery is 17mm. Neck of the left iliac artery is 16mm. Right and left iliac tortuosity is noted as moderate. It was reported that a secondary procedure was performed to resolve the common iliac aneurysm expansion. The endurant 16x28x95 right limb stent graft was affected by the common iliac artery expansion. Per the physician, the cause of the common iliac aneurysm expansion was due to natural progress of the common iliac aneurysm. The original stent graft was intentionally implanted in the common iliac artery, and was not extended down to the external iliac artery. No additional sequelae were reported and the patient recovered.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.